Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A red alert for high right ventricular pacing lead impedance and high shock lead impedance was detected on (B)(6) 2013. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).